Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 82 months ago. Aneurysm and vessel morphology at the time of implant is unknown. Currently, the aneurysm is 9.5 cm in diameter, and the aortic neck had 50 degree angulation, was short, "c"-shaped, and 26 mm in diameter. It was reported that there has been disease progression with aortic neck dilatation, resulting in a distal migration of 50 mm into the aneurysm sac with a proximal type I endoleak. The physician elected to treat the migration with a talent converter. During the intervention, a type I endoleak was noted during the final angiogram due to the short aortic neck morphology. No further intervention was performed at that time, and no further intervention is planned. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (graft migration, endoleak), (disease progression with a short aortic neck with dilatation and angulation).